Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost weight, consequently the patient stated it had become harder to locate the scs ipg with the charger. A replacement charger was sent to the patient, but the patient reportedly had difficulty connecting and charging the scs ipg because of her age and loss of vision. Follow up identified a company representative met with the patient but the patient's scs programmer displayed the "stim off" message and stimulation could no longer be re-started. Subsequently, the patient's physician replaced the scs ipg with a non-rechargeable model. The patient's scs stimulation therapy was restored postoperatively.